Manufacturer narrative:
An internal investigation was performed for a customer in the (B)(6) reporting a staphylococcus aureus false positive cefoxitin screen result with the vitek 2 system, and the ast-p635 card (lot 7350907203). Cefoxitin disc was susceptible. Per the customer report, the patient had a delayed surgery due to this discrepant result. The customer did not submit the patient isolate for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of the customer's lab reports and testing conditions showed that the customer uses media (horse blood), that is not validated for vitek 2, and saline with a ph range outside of biomerieux specifications (i.e. Saline from e&o has ph range of 4.0-9.0, whereas biomerieux specifications recommend a saline ph range of 4.5-7.0). Vitek 2 ast-p635 lot #7350907203 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining (B)(6) screen result when testing (B)(6) with the vitek® 2 system. No information was provided about which antibiotic susceptibility testing (ast) card was used for the testing. The customer reported that the (B)(6) screen resulted as (B)(6), which forced other results to be modified to (B)(6), even though they had looked sensitive ((B)(6)). Per the customer report, the patient had a delayed surgery due to this discrepant result, as they were thought to be (B)(6). The patient was admitted to the intensive care unit. Upon further testing, the patient was found to be (B)(6). A biomérieux internal investigation will be initiated.